Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
An electronics technician reported that a system stopped working during a surgery. The surgery was completed. There was no patient harm.

Manufacturer narrative:
No further information was able to be obtained from this customer. The customer decline servicing and no services were performed as a result. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 25, 2002. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).